Manufacturer narrative:
B3: event date is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that the caller reports that the stimulation is still in their side instead of on their spine where the problem is. Caller connected through mystimrc app and reported therapy was off; caller stated they had turned therapy off while charging this morning. Agent had caller turn therapy back on and caller reported group e. Caller stated they don't remember what mdt rep said, but they are pretty sure it was advised to use group e. Agent reviewed changing therapy groups and adjusting intensity and also reviewed role of rep. The patient was redirected to hcp to further address, if needed.